Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber was firing forward. The procedure was completed with a second fiber without patient complications.